Manufacturer narrative:
The implicated product is a plastic port with attachable open ended 9.6ft. Catheter in a intro-eze percutaneous introducer system. The product received for evaluation is a 6.7 inch long segment of 9.6 fr. Catheter tubing. Through the description of events detailed in the complaint file phone log dated 3-13-97, dr. Triforos returning "catheter fragment"), the complaint sample is presumed to be the distal segment of the catheter. One end of the tubing has a sharp, well-defined edge (distal tip), while the opposite end is broken and irregular (proximal end). The inner diameter orifice at the broken end is flattened and oval while the opposite end has a circular orifice. A lot history review reveals no related mfg issues and no other complaints for this lot. Except for an irregular annular ring .35 inches from the distal tip, tactual exam is unremarkable. The annular ring may be an impression resulting from the snare instrument used to retrieve the catheter segment from the pulmonary artery. Under 16x magnification, the distal tip face is flat, striated and glossy with a sharp, near right angle edge suggesting it had been cut with a sharp blade. The tubing's proximal end has a irregular, rough edge and a granular, dull face suggesting blunt trauma. The proximal orifice has been permanently flattened into an elliptical shape suggesting the damage resulted from a clavicle/first rib impression. Using a microscopic micrometer, a cross-sectional measurement of the outer diameter was obtained. The short axis measures .117 inches and the long axis measures .135 inches. The average outer diameter axis for 9.6 fr. Tubing as established by the MFR is .125 inches. Microscopic exam of the outer diameter is unremarkable. The complaint of a catheter break and embolism is confirmed. It should be recorded as user-related. The elliptical orifice found in this complaint sample is typical of a calvicle/first rib compression fracture, a complication associated with the medial placement of the catheter in the subclavian vein. The clavicle bone compresses the catheter tubing with a scissoring action against antoher hard, rough surface, the first rib, until the tubing fails. The severed end of the tubing is then free to travel with the blood flow toward the heart. This is a risk against which bard warns the user in its instructions for use.

Event description:
The pt reported pain during an attempt to infuse chemotherpy through the port. A venogram showed that a portion of the catheter had sheared off and gone into the pulmonary artery. The catheter fragment was snared out and the port was removed.